Event description:
Clinical report states the patient was revised for aseptic loosening of the stem. (Right hip).**update** (B)(4) 2013 - patients medical records were received. Records indicate the patient had loosening of their cup. The cup and screws were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patients revision surgery operative notes were provided and reviewed. Review of the device history records and/or a complaint database search was not possible for the newly added products as the required product and lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).